Manufacturer narrative:
(B)(4).

Event description:
Biomed performed preventative maintenance testing using a dni 454 esu analyzer and a tna device and found that the output on all settings below coag 5 were higher than the allotted tolerance. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.